Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and was analyzed, and the reported (instruments not recognized on generator) error was confirmed but not replicated. In error log, the (m-36) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was confirmed based on the error logs but the reported error was not reproduced by failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the system log report was performed. Per the review, the following was confirmed: a radical prostatectomy (without lymphadenectomy) procedure was performed on (B)(6) 2024 via system sk5204 by surgeon nico de graeve. Additionally, a review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 25913 "erbe error: m-36 - check instrument cable connection between instrument and erbe". The probable root cause is attributed to an internal timeout error in erbe generator and it can be resolved by replacing the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the customer's erbe generator was not recognizing instruments. They had tried with different cautery cables as well as brand-new cables, but the instruments were still not recognized. The technical support engineer (tse) guided the user to try different ports, but the issue persisted. As the surgery was ongoing, the surgeon decided to use their force triad generator instead to proceed with the procedure. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.